Event description:
It was reported intermittent occlusion alarms occurred. Additionally, intermittently unspecified cartridge alarms occurred. Reportedly, the cartridge was reloaded and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.